Event description:
It was reported that the patient experienced an episode of syncope. Though the patient was in atrial fibrillation it was noted that no high rate episodes were stored. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.